Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl and remained at 70 mg/dl after consuming multiple doses of glucose tablets. Subsequently, bg meter showed 300 mg/dl, and when at 104 mg/dl, cgm reading showed 300 mg/dl. A root cause could not be determined. A replacement sensor was sent to the customer.